Event description:
It was reported that the insulin pump had reoccurring motor error alarm during the rewind and prime process. Nothing further was reported

Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen. Motor error alarm noted during rewind due to motor encoder wheel was out of phase.